Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user failure as calibration and verification went well. Vyaire medical performed a complete calibration, but no failure is visible.

Manufacturer narrative:
The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e us, the therapist stated that unit stuck in apnea mode and not allowing to clear the error. Furthermore, the customer confirmed that the patient was not transferred to another ventilator because of the issue and no harm associated with the event.